Event description:
It was reported that the customer has passed away in a hospital. The customer was hospitalized on 02/19/2015. The caller stated that the cause of death was post hip surgery complications. The customer was in the intensive care unit. The customer had a stroke years ago. The customer's blood glucose at the time of death was unknown, however the last known blood glucose value in the glucose meter was 121 mg/dl. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller agreed to return the insulin pump for analysis. No further information is available at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. The insulin pump received with no battery installed. The insulin pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratches on lcd window and cracked battery tube threads. Data analysis: there is no data listed for the date of 03/02/15. One data listed for the date of 11/14/14. Customer daily insulin total 44.825u, total basal insulin 18.225u and total bolus insulin 26.6u.